Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, crossing difficulties occurred. The 83% stenosed target lesion was located with the very tortuous and very calcified mid left anterior descending (lad) artery. The lesion was predilated with a 2.0x20mm maverick balloon. Next, a 3.0x24mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. After further pre-dilatation, the procedure was completed with another 3.0x24mm taxus liberte (sds). No patient complications were reported and the patient's status is listed as stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination revealed stent damage. The distal strut row was misaligned. Also, the tip of the device was flared. The balloon section of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).